Event description:
1984 silicone breast implants, next day low fever, 4 to 5 months of antibiotics. 1985 d&c, went into change - started putting on weight slowly - arthritis - memory - headaches - 1986/87 loss of smell - very little taste - short term memory, pen and paper in every room - 1985/86/87 closed capsulotomies 1986 hematoma - 1993 silicone rupture, replaced with saline in august, itching and burning ever since, - open capsulotomies both breast, 1993, culture serous type fluid inflammatory in nature - epstein barr virus - lung xray pleural thickening and calcification reduction of lung volume - right lung aspiration, reaction to demerol, narcan twice - rare fibrous tissue, rare foamy histiocyte fill the apex of the right upper lobe - videopelviscopy, chronic lower abdominal pelvic pain, menses for 70 some days out of 85/90 days - spastic bowel. - 1993/1999 MRI brain, sinus disease right - 1994 connective tissue disease positive - organic brain syndrome with cognitive impairment - atypical neurologic disease - multiple sclerosis like syndrome - 1995 silicone antibody - 1996 spasms of esophnagus, endoscopy and dilation twice - sleeping spells 18 to 21 hours, 3 to 5 days at a time, 3 to 4 times a month - reaction to all the medication - gastritis - 1996 total disability, retrograded back to 1993, impairments considered to be severe under social security act are silicone breast implant rupture and silicone toxicity - 1997 emphysema - tooth broke - 1998 MRI right shoulder, tearing of the supraspinatus tendon - MRI left shoulder, fluid in joint - 1998 allergy test, allergic to everything - 1999 brain spect scan, abnormal - toxic encephalopathy - dry eye syndrome - chronic rhinitis, sinusitis and laryngitis - vestibular disorder peripheral with vertigo - immune dysfunction and autoinmmune disorder - multiple chemical sensitivity, in small amount of everyday chemicals - tryptase level below normal - abnormal neurological examination - pulmonary function low norm range - elevated thyroid antibodies - atova test, abnormal - micro cog, low average - cholesterol high - 3 mmm punch biopsy, viral exanthems and drug eruption - abnormalities were detected, t and b cells - igg benzene ring, high - 2000 MRI, left partially deflated saline implant - blood test, markers for sclerosis - lupus - sicca syndrome - 2002 platinum oxdizing form - thyroid nodule - thyroid, of hashimoto's nature - tooth broke. Pt is classed as high risk due to mcs and pt is denied the surgeries they now need. The medical community does not know how to treat pt and for the most part has abandoned them because they now react to most prescription medications and chemicals. Only medication: vitamins, minerals, herbs and essential oils. Severe reactions - life threatening, pesticides, albuteral, demerol, carmex, white diamonds, pinesol, 409 and more. Others things that cause reactions - aspirin, novocaine, dental gas, cortisone, predisone, oil of olay, mary kay, jergens lotion, new skin, sara michaels, fressia, opium, black pearls, stetson, old spice, mennens, clairol herbal essence products, body washes, hair spray, deodorant, shower shine, fabreeze, scrubbing bubbles, loc, wd40, some paint, carpet shampoo, calvin klein 1, armirage and more. Side affects: it depends on the chemical pt comes in contact with - first: all affect the central nervous system for me - affects: lungs, throat contricted, walking ability, whole body shaking, loss of voice 5 to 19 hours at a time, lose muscle control, whole body immobile, short term memory, slurred speech, vertigo, headaches, blurred vision, chest pain, hands and feet swell, affect kidneys, feet flipping out of control.